Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the patient considered the tube to be too long. It caused bleeding in the trachea. The new product's balloon is noted to be too small.